Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) and occlusion alarms with one cartridge during the load process. Reportedly, the customer was hospitalized due to high blood glucose level. Customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.